Manufacturer narrative:
Article citation: felipe mesa, sara mesa, federico lopez; intercostal artery perforator flap for salvage breast reconstruction with exposed breast implants; plastic and reconstructive surgery. Global open; 10: (B)(4); (B)(6) 2022. (B)(6). (B)(4). The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Through journal article "intercostal artery perforator flap for salvage breast reconstruction with exposed breast implants" one patient was found with wound dehiscence. It was additionally reported that "implant was removed from the breast and washed with a saline solution containing 1g of gentamicin and left in this solution until it was replaced. The implants were exchanged for new ones in only two patients." Affected sides are both left and right. Some patients had devices explanted. Treatment: oral antibiotics, seven patients required chemotherapy and radiotherapy, six patients required only chemotherapy, and only two patients required only radiotherapy.